Event description:
It was reported that the nurse put the cement on the pt's leg during hardening of the current, so the pt received a burn.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Should additional info become available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the united states, but a similar device is commercially available in the united states.